Event description:
A caller reported a cartridge alarm 20 occurring while the pump was idle. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Technical support arranged to send a replacement pump, providing the customer with instructions on storage, return procedures, and subsequent steps after receiving the new device. The customer acknowledged and understood these instructions and will continue using the current pump as backup therapy until the replacement arrives.